Manufacturer narrative:
Attempts have been made to obtain additional information. However, attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information: it was also reported that after placing the last coil, a loop fell out from one of the coils, and an atlas stent. Was place. The patient was being treated for a ruptured saccular aneurysm of the anterior communicating artery. The aneurysm max diameter was 6 mm and the neck diameter was 3 mm. Blood flow and vessel tortuosity were normal. It was reported that the devices were prepared according to the manufacturer instructions for use.